Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
During follow up, it was reported that the patient underwent a surgical procedure in which their internal pulse generator ipg was explanted.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was displaying a "replace generator soon" error message. It was confirmed with a clinician programmer that the patient's internal pulse generator (ipg) had a voltage less than 2.73 v and was no longer delivering effective therapy. The patient may undergo a surgical procedure in which their ipg will be explanted and replaced.